Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and sensitivities were changed. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and sensitivities were changed. This rv lead remains in service. No adverse patient effects were reported. Additional information indicated that patient had smaller waves. Boston scientific technical services (ts) discussed that it sounds like sensitivity was changed and could program more margin on sensitivity if it necessary.